Event description:
A malfunction was reported on a pump, identified by the caller. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.